Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was defective and missing a valve, leading to leakage. The following information was provided by the initial reporter: she used a catheter without valve the consequence is a blood leak.

Manufacturer narrative:
H.6 investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. DHR review for lot 0272781 revealed it was manufactured on afa 13 from 02oct2020 to 04oct2020 for a total quantity of (B)(4). No related quality issues or process deviations were found during the manufacture of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter was defective and missing a valve, leading to leakage. The following information was provided by the initial reporter: she used a catheter without valve the consequence is a blood leak.